Event description:
Leaking oil. Dr noticed oil on his glove about 30 minutes into surgery. He had been performing a laminectomy with heavy motor use. The surgeon stopped using the motor and completed the surgery with a back up system.